Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers keeps trying to open but unable to recover. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not functioning properly and could not be opened. The field service engineer (fse) found medication jammed behind the matrix drawers. The back panel was opened, and the jammed medication was removed. Medication had spilled inside and below the matrix drawers, so all affected areas were thoroughly cleaned. The customer tested the unit and was able to successfully recover all failed drawers. The system functioned as intended after the field service engineer repaired the device.